Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within four weeks post implant, the right ventricular (rv) lead had a sudden high threshold. There were also some infinitive impedance measurements. A revision was done and the device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.